Manufacturer narrative:
The automated impella controller device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The pump was supporting for 51 hours when explanted and escalated to an impella 5.5 device. The purge cassette on the day of explant failed to prime ("purge cassette defective¿ was displayed on the automated impella controller). To troubleshoot, the purge cassette and automated impella controller were both replaced. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. There was no issue found during the case. The device functioned/operated to specification. D9 date device returned to manufacturer added.